Event description:
It was reported that during a da vinci-assisted diaphragmatic hernia repair, bleeding occurred, and the procedure was converted to open. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: the bleeding occurred from the spleen when the surgeon was trying to reduce the hernia with a cadiere forceps instrument. The capsule of the spleen tore and bled. After conversion of the procedure to open surgery, the bleeding was controlled by the application of compression to the bleeding point. The surgeon indicated that he only realized that the bleeding came from the spleen after converting the procedure to open.the rest of the procedure was uneventful. The patient did not require a blood transfusion. There were no post-operative complications. The surgeon stated that bleeding incident was not as a result of the robot, or any of its instrumentation, but rather due to the patient¿s spleen having grown into and becoming adherent to the hernia that the surgeon was attempting to repair. According to the surgeon, the bleed would have occurred regardless of surgical modality. The issue of the spleen growing into and adhering to the hernia was not seen on the preoperative imaging. The surgeon stated that this issue had been seen earlier on the scan, he would have taken another approach for the procedure. There will be no instruments returned to isi as there is no alleged product malfunction. Patient demographic information was enquired but not provided.

Manufacturer narrative:
Based on the current information provided, the surgeon stated that the cause of the intra-operative complication can be attributed to possible anatomical reasons. The surgeon stated that the spleen was unexpectedly adhered to the hernia that he was attempting to repair. During attempts to reduce the hernia, the spleen was injured. There is no allegation of system, instrument or accessory malfunction during the procedure and no allegation that the da vinci system contributed to patient harm. Therefore, no products are expected for return to isi for evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted diaphragmatic hernia repair, bleeding occurred from the spleen and the procedure was converted to open surgery. The surgeon stated that the bleeding incident was not as a result of the robot, or any of its instrumentation, but rather due to the patient¿s spleen having grown into and becoming adherent to the hernia that he was attempting to repair. The spleen adhering to the hernia was not seen on the preoperative imaging. There is no allegation of a malfunction of an isi system, instrument, or accessory occurred. However, although the surgeon believes the intra-operative complication occurred due to anatomical reasons, it is unclear as to what extent the da vinci surgical system contributed to the injury to the spleen.